Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mcg/ml fentanyl at 1.2 mcg/ml. The reason for use was not reported. It was reported that the catheter was not working properly. The date of the event was noted to be (B)(6) 2019. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting were performed. Interventions/actions that were taken to resolve the issue included the removal of 78.8 cm of catheter, and adding 27.9 cm of new 8780 catheter, and attaching to the pump in left abdomen (patient wanted the pump moved from the right abdomen to the left abdomen). The customer was notified that the catheter should be returned to the manufacturer, but it would not be returned because it was discarded by the customer. There were no symptoms reported. The issue was resolved at the time of this report and the patient status was listed as ¿alive ¿ no injury.¿ the hcp has no further information. There were no further complications reported/anticipated.